Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that immediately after the implant procedure, the patients left side of the face drooped and hemiparesis was noted. A CT scan revealed an embolic clot to the middle of the cerebral artery. A thrombectomy successfully removed the clot. No further complications were noted.